Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "skin necrosis (nac)."

Event description:
Healthcare professional reported unknown side "skin necrosis (nac)." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: original aware date g3 is 30/jun/2023.

Event description:
Healthcare professional reported unknown side "skin necrosis (nac)." Device remains implanted.